Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported thin flaps following lasik flap creation. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer did a minimal adjustment of the z-offset value (indicator for cutting depth). There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the thin flap may be the 5¿m less of z-offset value. However, this minor adjustment is not considered to have an impact on the real flap thickness. Further factors might be movement of the patient, improper docking and/or too much fluid on the eye. (B)(4).

Event description:
No further information is available for this event at this time.